Manufacturer narrative:
Device analysis: the ams800 control pump was visually and microscopically inspected. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to the pump being out of position. A new inflatable penile prosthesis pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had some irritation by rotating the pump due to migration. The onset of the event leading to the revision surgery was 3 weeks ahead of the surgery.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to the pump being out of position. A new inflatable penile prosthesis pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had some irritation by rotating the pump due to migration. The onset of the event leading to the revision surgery was 3 weeks ahead of the surgery.